Event description:
It was reported that during a da vinci-assisted surgical procedure, the generator will error each time the surgeon applies monopolar energy. The energy worked briefly and stops. The site tried two different monopolar instruments and power cycled the generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the generator was the problem. The field service engineer (fse) came and replaced the unit, and the system is working properly at this time. Everything checked out when the system was powered up and the unit worked the last few minutes of the procedure. The case was finished and there was no injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported event. Fse replaced generator due to the complaint. The system was tested and verified as ready for use. The unit was returned for failure analysis and the reported failure (generator keeps giving an error) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. Upon activation of the monopolar coag foot pedal, the unit displayed multiple errors.